Event description:
The account alleged that the brakes will set, but the casters will still roll. No report of injury.

Manufacturer narrative:
No further info is available on the repair of the bed at this time.